Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The company representative found that the system message (sm) reported was (system inlet pressure is low. Raise inlet pressure to 90-120 psi before counting). A review of the system's event log was able to confirm the reported event occurring on (B)(4), 2012, towards the end of a procedure. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event could not be conclusively determined, as the system was found to meet specifications. (B)(4).

Event description:
A nurse reported that toward the end of a vitrectomy procedure, a system message displayed, advising to turn the pressure source to 80-120 psi. The customer turned the pressure up a bit more and heard a sound inside the system like air leakage; the system then displayed another message and stopped working. The case was able to be completed and there was no impact to the patient.